Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches /migraines / headaches (event splitted for coding)"), alopecia ("hair loss"), menstruation irregular ("sporadic menstrual cycles"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headache") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, genital haemorrhage, migraine, alopecia, menstruation irregular, dysmenorrhoea, headache and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, genital haemorrhage, headache, menstruation irregular, migraine and vaginal haemorrhage to be related to essure. Diagnostic results: essure confirmation test-yes - total bilateral occlusion ¿ plaintiff was told device in place (per pfs). Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Reporter information added. Plaintiff demographics added. Essure indication updated. New events abnormal bleeding (general), dysmenorrhea (cramping), abnormal vaginal bleeding and headaches were added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), alopecia ("hair loss") and menstruation irregular ("sporadic menstrual cycles"). The patient was treated with surgery (to remove essure device). Essure was interrupted. At the time of the report, the abdominal pain lower, migraine, alopecia and menstruation irregular outcome was unknown. The reporter considered abdominal pain lower, alopecia, menstruation irregular and migraine to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.